Event description:
Prior to use, while the device was still in the package, staff noticed that there was what appeared to be brownish corroded battery fluid coming out of the battery compartment and leaking onto the tubing, tip and handpiece. Device not used on patient.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.